Event description:
A facility reported that the tubing from the burette attached to the 3 way stopcock on the accudrain without the anti-reflux valve (ins8400) broke off, leading to patient over draining. The overdraining resulted in patient being dizzy and a bad headache. Patient was given help, safely seated, and recovered from their headache. The evd (external ventricular drainage) was clamped for 45 minutes, and the clinicians changed out to a new evd system. No significant delay to treatment occurred as a result of the product problem.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The accudrain without the anti-reflux valve (ins8400) was not returned; therefore, failure analysis is not possible. However, investigation using an image provided by the customer was performed as follows: device history record (DHR) review - the DHR for lot 7404245 was reviewed and no anomaly was observed that could be related to the reported condition. Failure analysis - photos were provided by the customer showing the reported defect and product label with lot number 7404245. The photos show that the male luer lock (pn 20123-001) that connects the large-bore stopcock to the 75cc burette was broken. As per complaint report, the device was in use prior to the breakage. Therefore, it is understood the device was functional at the time it was put in use. The following evaluation was made taking into consideration the customer claim that the breakage caused a csf overdrainage to the patient. The overdrainage cannot be supported only because of the burette-stopcock breakage. The observed breakage would cause an effect no different than emptying the burette into the drainage-bag. To increase the csf flow rate, it would require a change in the patient-burette height ratio. Therefore, the fact that the event caused a csf overdrainage provides supporting evidence that the breakage was caused by an unknown event related to improper product handling which most likely caused a change in the burette¿s height (lowering it) during the event causing an unexpected increase in csf drainage. Root cause ¿ the complaint is considered confirmed based on the photo evaluation. The fact that the event caused a csf overdrainage provides supporting evidence that the breakage was caused by an unknown event related to improper product handling which most likely caused a change in the burette¿s height (lowering it) during the event causing an unexpected increase in csf drainage. Based on the event description, the most probable cause for the burette male luer breakage is related to product handling. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.